Manufacturer narrative:
Concomitant medical products: IV bag, model #2b0162, lot: y007161, exp: jun 17; therapy date: (B)(6) 2016. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of d10w at 10.4ml/hr.(80 units/kg/day).was started at 2000. At 0200 the user noticed the IV bag emptied. The device was checked by the rn and programmed correctly. There was no report of patient harm vital signs remained unchanged. The event occurred in (B)(6).

Manufacturer narrative:
Concomitant product(s): 250ml baxter bag 10% dextrose injection, lot y007161, exp. Jun 2017; therapy date (B)(6) 2016. Conclusion code: no available code for undetermined or unknown cause. The customer¿s report of an overinfusion was confirmed. The pcu log showed that at 8:20pm on (B)(6) 2016 an infusion of d10w (250unit/250ml) was programmed to infuse at 10.4 ml/hr, 80unit/kg/day, with a vtbi of 10.4ml. After approximately 3 minutes, several check IV set alarms occurred, and the door was closed. This was immediately followed by 2 patient-side occlusion alarms. The infusion was restarted. At 2:00am, on (B)(6) an air in line alarm occurred. Two delays were then programmed (for 20 and 10 minutes), and the infusion was not restarted. The device was channeled off at 2:29am. The total infusion time was approximately 5 hours, 36 minutes; the total calculated volume infused was 58.419ml. Visual inspection revealed that the platen was broken at the upper hinge post, which allowed it to fit loosely between the door and bezel. The broken hinge post remained lodged in the membrane frame. The pump module failed rate accuracy testing and periodic unregulated flow was noted in the drip chamber. The cause of the overinfusion was a damaged platen. The root cause of the damage is unknown.